Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient that was receiving morphine, clonidine, and bupivacaine via an implanted pump. The indication for use was non-malignant pain and rsd/causalgia-complex regional pain syn. It was reported the patient had increased back and sciatic pain following pump refill on (B)(6) 2019. It was noted the hcp experienced difficulty accessing the reservoir port. The patient attributes the increased pain to the excessive pushing that occurred during the refill. The patient was started on a medrol dose pack. On (B)(6)2019, the patient noted they were spending the summer in minnesota and will have this issue evaluated at mayo rochester. It was indicated the event was related to the device or therapy. The patient's weight was (B)(6). The issue was noted as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event was resolved without sequelae on 2019-oct-22. No further complications were reported/anticipated.